Event description:
Same case as MFR report #: 2134265-2009-03210. It was reported that during a rotational atherectomy procedure, wire separation and a vessel perforation occurred. The long lesion was located in the very calcified, very tortuous proximal third portion of the right coronary artery (rca). An attempt to advance an unspecified balloon catheter was unsuccessful. During rotation of the 2.0mm burr, approximately 13cm of the distal portion of the rotawire guidewire broke off. A perforation occurred and was treated successfully with multiple balloon inflations. Attempts were made to retrieve the distal portion of the guidewire with a snare and forceps; however, these attempts were unsuccessful, and the guidewire fragment was left in the patient. The physician had originally intended to stent the lesion, however, due to the remaining wire fragment and the level of calcification, he chose not to. Patient had no effusion as shown by echocardiogram and no chest pain. Physician decided to treat the patient with medication (aspirin, plavix) long term. Patient status was reported as 'stable'.